Event description:
It was reported that this left ventricular (lv) presented high capture thresholds due to it becoming dislodged, so it was explanted and a new lead was implanted. No additional patient effects were reported.